Event description:
It was reported the patient experienced a ¿recurrent infection.¿ it was stated there was ¿no¿ patient injury or death at the time of initial report. It was noted the patient¿s device system had been explanted at the time of initial report. No further information was available at the time of this report.

Manufacturer narrative:
Product ID: 748266, serial# (B)(4), product type: extension. Product ID: 748266, serial# (B)(4), product type: extension. Product ID: neu_stimloc_acc, serial# unknown, product type: accessory. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).